Event description:
I would wake in the middle of the night with an uncontrollable cough. I had to use a rescue inhaler to calm down my cough. I am unsure of what tests you are referring to. FDA safety report ID # (B)(4).